Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("frequent pain"). The patient was treated with surgery (she underwent a total laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and pelvic pain ("frequent pain"). The patient was treated with surgery (she underwent a total laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (discrepancy per pif). Date(s) of removal: (B)(6) 2016 (discrepancy per pif). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and pelvic pain ("frequent pain"). The patient was treated with surgery (she underwent a total laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (discrepancy per pif). Date(s) of removal: (B)(6) 2016 (discrepancy per pif). Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received. Reporter information added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.